Manufacturer narrative:
One lens was received in an open blister. The opened lens met company standards for base curve, center thickness, and diameter. The opened lens measured out of specification for cylinder. The visual inspection revealed a hole. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 10 - testing of actual/suspected device.

Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) called to report a diagnosis of corneal ulcer od at the end of (B)(6) 2019 while wearing the (B)(6) brand contact lenses (cls) on the 2nd day of lens wear. The pt went to the eye care provider (ecp) and advised to discontinue cls wear and prescribed gatafloxacin ophthalmic solution, steroid eye drops (name not provided), a steroid eye ointment (name not provided) and 2 kinds of oral medication (1 was an antibiotic and 1 was an antimicrobial one, name of medication not provided). The patient was advised to return to the ecp in 1 week. On (B)(6) 2019 additional medical information was provided from the pts treating ecp office: on (B)(6) 2019 the pt was seen by the ecp and diagnosed with corneal erosion od. Focal site: off pupil, 1-2 ulcers are located on the edge, ulcers were not scattered, size was not noted. Not infectious. Va was not affected (no va provided). The pt was prescribed gatafloxacin ophthalmic solution and bestron ophthalmic. 32019 fu: od remained much the same as (B)(6) 2019. 06sep2019 fu: staining was smaller than before; treatment: bestron ophthalmic was prescribed. 21sep2019 fu: small staining remained as scarring. 28sep2019 fu: stainig slightly remained, faintly clouded; epithelium was forming. Improving; treatment: gatifloxacin ophthalmic solution, proranon ophthalmic solution and tearbalance. Commonly seen when a pt wears cls for prolonged hours. Pt advised to return to clinic if pt experienced pain. No additional medical information was provided. On 01oct2019 additional information was provided by the pt: on (B)(6) 2019 on the 3rd day of cls wear, the pt reported foreign body sensation od. After returning home, the pt removed the suspect od lens and noted the lens was torn in the center. The pt reported heavy discharge od when the suspect lens was removed. On (B)(6) 2019 the pt presented to the ecp who diagnosed the corneal staining and advised scarring was remaining. The pt was instructed to discontinue cls use until (B)(6) 2019 and prescribed gatifloxacin ophthalmic solution, proranon ophthalmic solution, tearbalance and antibacterial drops (details not provided). The pt is currently wearing glasses and is scheduled to return to the ecp on (B)(6) 2019. The pt is still experiencing heavy discharge od currently. On (B)(6) 2019 a call was placed to the pt and additional information was provided: the pt was diagnosed with the od corneal ulcer on the 2nd or 3rd day of cls use. The pt did not return to the ecp for a fu appointment as the od was getting better from (B)(6) 2019. The pt reported no issue with the od currently. The pt refused further contact for additional medical information. On (B)(6) 2019 a call was placed to the pts treating ecp for additional information: a representative reported the pt did not return for a fu appointment. No additional medical information was provided, and no additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003xf6 was produced under normal conditions. The suspect product was received, but the evaluation is not yet completed. If any further relevant information is received, a supplemental report will be filed.